Event description:
It was reported that the stent inadvertently deployed. A 5 x 150 x 130 innova self-expanding stent was selected for use. Upon opening the package, the tip of the stent was found partially open. It was suspected to have been damaged during transportation. The device was not delivered into the patient, and the procedure was completed with another of the same device. No patient complications were reported, and the patient was in stable condition following the procedure.